Event description:
A malfunction alarm related to the tandem mobi cartridge was reported when the issue occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer removed the cartridge from the pump, delivered a 9-unit bolus, and was unable to reload the original cartridge. Technical support assisted the customer in loading a new cartridge using the proper technique, successfully resuming insulin therapy, thereby resolving the issue.